Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's wife reported that the patient was admitted to the hospital due to swelling and low blood sugar. A follow up call was made to the patient's nurse who confirmed that the patient was admitted to the hospital due to his blood sugar drop and various other comorbid conditions. Per the nurse it was not due to dialysis as the patient was not performing dialysis and missed treatments as he was having an altered mental status. The nurse has no idea as to why and how the patients blood sugar dropped and had swelling. The nurse stated that the patient was diabetic but is not aware of his sugar levels. The patient is now undergoing peritoneal dialysis treatment at the hospital and is still hospitalized and is not aware of the patients status.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.